Event description:
It was reported that the patient had a revision of the artificial urinary sphincter in 2003. Following the revision surgery the device had performed well, but recently recurring incontinence has become an issue for the patient. The leak only happens during the day and the patient is dry at night. A device performance issue was noted. A revision surgery has been booked for the (B)(6) 2020 for all components to be replaced. The artificial urinary sphincter was replaced as scheduled.